Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that the needle breaks of the sensor. The customer¿s blood glucose level was 146 mg/dl. The customer's mother reported that they had changed the sensor and it¿s cannula had no needle. It was also reported that the introducer needle was short. The customer was advised to return the needle hub assembly. The sensor will not be returned for analysis.